Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, removal difficulties and a dissection occurred. The target lesion was in the right coronary artery (rca). The lesion was predilated with a non-bsc balloon catheter. A 2.75x32mm taxus liberte drug eluting stent was advanced to treat the target lesion but the device would not cross the lesion with the physician encountering "significant" resistance. The physician also encountered resistance in attempting to remove the stent delivery system. There was some resistance at the edge of the guiding catheter and because the force applied was reasonable the stent went smoothly inside the catheter and was removed. A dissection was noted and resolved with angioplasty. There were no additional patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
Device analysis:product analysis cannot confirme the difficulty stated in the complaint. The returned product included the stent delivery system (sds) with stent and can confirm stent damage. The sds with stent was visually, tactilely and microscopically examined along the entire length and the only damage seen on the device was proximal stent damage at 360 degrees. The stent had one segment, 4th from the proximal end with damage extending back 90 degrees. There was no evidence of manufacturing defect or anomaly within the manufacturing records reviewed for the reported batch.it was not possible to determine how or when the stent became damage. The most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.